Event description:
Patient reports their pump broke and their spouse wound it back to push the medication through, but they couldn't infuse hizentra on saturday (B)(6) 2025 because of the broken pump. Patient reports that they have had the pump for at least 2 years. Pump serial number is unknown. It is unknown if the patient experienced any side effects due to the missed dose. It is unknown if the patient has the malfunctioning pump on hand for return. No further info, details, or dates available. Hizentra dosing and frequency: infuse 14gm (70ml) under the skin every week. Indication: common variable immunodeficiency, unspecified.